Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood sugar of 449 mg/dl. The infusion set was changed and the customer noticed a bent cannula. The blood sugar was treated by a bolus from the insulin pump. Troubleshooting was not performed.